Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes problems with telemetry, lead impedances between 3000 ohms and 250 ohms and the device was in backup mode.